Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to seal the aorta during deployment. After deployment, the tension spring and seal went down into the aorta. The surgeon applied cross clamps to retrieve the device. A third heartstring device was used to complete the procedure. Pt lost a lot of blood during the procedure. The hospital intends to return the product in question. Refer to MFR report #2242352-2012-00141 for the first reported device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).